Event description:
It was reported that the secondary infusion allegedly did not infuse. The customer is requesting a log review. There was patient involvement, but harm is unknown. Preliminary log analysis by bd interoperability consultant revealed that interoperability was used to program the device with the vancomycin. It shows the user going through the key presses to get the vancomycin started. Once start key was pressed, the logs review programming details as it starts (this is what you have highlighted in yellow) log line 4544 ¿ 4537 ¿ user seemed to be reviewing the programming. Log line 4455 ¿ 4444 ¿ user stopped the secondary and started the primary infusion. Line 4433 shows about 46.522 ml was infused from the secondary at that time. Through customer follow-ups, bd was made aware by the hospital's medication safety clinical pharmacist that they "suspect that there was user error in the way the tubing was set up, at this point we do not suspect any pump malfunction." Although asked, no further information was provided.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the secondary infusion allegedly did not infuse. The customer is requesting a log review. There was patient involvement, but harm is unknown. Preliminary log analysis by bd interoperability consultant revealed that interoperability was used to program the device with the vancomycin. It shows the user going through the key presses to get the vancomycin started. Once start key was pressed, the logs review programming details as it starts (this is what you have highlighted in yellow) log line 4544 ¿ 4537 ¿ user seemed to be reviewing the programming. Log line 4455 ¿ 4444 ¿ user stopped the secondary and started the primary infusion. Line 4433 shows about 46.522 ml was infused from the secondary at that time. Through customer follow-ups, bd was made aware by the hospital's medication safety clinical pharmacist that they "suspect that there was user error in the way the tubing was set up, at this point we do not suspect any pump malfunction." Although asked, no further information was provided.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the secondary infusion allegedly did not infuse. The customer is requesting a log review. There was patient involvement, but harm is unknown. Preliminary log analysis by bd interoperability consultant revealed that interoperability was used to program the device with the vancomycin. It shows the user going through the key presses to get the vancomycin started. ¿ once start key was pressed, the logs review programming details as it starts (this is what you have highlighted in yellow) ¿ log line 4544 ¿ 4537 ¿ user seemed to be reviewing the programming. ¿ log line 4455 ¿ 4444 ¿ user stopped the secondary and started the primary infusion. Line 4433 shows about 46.522 ml was infused from the secondary at that time. Through customer follow-ups, bd was made aware by the hospital's medication safety clinical pharmacist that they "suspect that there was user error in the way the tubing was set up, at this point we do not suspect any pump malfunction." Although asked, no further information was provided.